Manufacturer narrative:
Follow-up #1: date of submission 11/10/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 10/19/2016 with the following findings: multiple 012 call service alarms were observed in the black box and alarm history. However, the pump powered on properly with no alarms. The pump was exercised for 24 hours and after 24 hours no call service alarms were received. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 012) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.